Manufacturer narrative:
The device was not returned and the serial number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm when the infusion was completed, when the daratumumab filter was empty, the pump kept pumping. The nurse had noticed a venous return in the infusion tubing for about 10 cm. The nurse opened the door and the part of the tubing that was inserted (in the pump) contained liquid and bubbles. There was no known patient injury, or medical intervention associated with this event. No additional information is available.